Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was observed to have oversensing on the ventricle channel on stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.